Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed two minutes into treatment and the machine alarmed. Test strips confirmed the blood leak. Estimated blood loss was 125cc¿s. Patient had no ill effects. Sample was discarded by the user facility; sample is not available.